Event description:
It was reported that the balloon nose tip was broken. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During preparation, upon loading into the wire, it was noted that the balloon nose tip was broken. The procedure was completed with a different device. No patient complications were reported.